Event description:
Captive washer pushed off the pin at the leg assembly.

Manufacturer narrative:
Upon inspection of this bed frame, it was determined that the captive washer pushed off the pin at the leg section and sleep deck causing these sections to disconnect. This bed frame was able to be repaired and delivered back to the facility. A new design that replaced the toothed washer with a cotter pin to hold the leg section and the sleep surface together was implemented on products manufactured after 09/21/2010. As of (B)(4) 2012, our records show that all beds have been updated at this facility.